Event description:
It was reported by the sales representative that the patient has headaches, upset stomach and dizziness while using the unit. The doctor advised the patient to discontinue use. The patient stated that she used the unit 24/7 successfully for about 1 week and then she started getting a metal taste in her mouth, her throat felt blocked and she had a upset stomach and headache which worsened over next few days. She tried to reach out to her sale representative, charlotte but she was on a vacation. She called in customer service and spoke to someone at the office (called number in her bag) and they advised her to take a break from the treatment and then treat for 3hours per day. She did that for next 4 days and her symptoms returned. About this time, she had her 3 week check up with her surgeon. The surgeon advised her to discontinue the treatments. The patient advised that she cannot define the pain level to her discomfort. She also noted that when she turned the unit off the symptoms did not fade away for a few days. The patient will return the entire unit with the label provided. No further consequences were reported.

Manufacturer narrative:
Additional information: g3: date received by manufacturer, h6: method, results, conclusions. Corrected data: b2: outcomes attributed to adverse event, d1: brand name, d4: model number, g4: premarket identification, d5: operator of device, d8, section e: occupation, h5: labeled for single use, h6: device code, impact code. The spinalpak assembly was received for evaluation, but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer-returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The spinalpak stimulator compliance data was downloaded on (B)(6) 2024. The compliance data indicates the unit treated for 18 days, 10 hours, and 49 minutes. A review of the DHR indicates that the unit was manufactured on (B)(6) 2024. There were no non-conformances or deviations reported on the DHR. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 16.46 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿ ¿pass¿. The measured output amplitude was 6.00 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿ ¿pass". All tests/inspections were completed using tektronix oscilloscope ID (B)(4) with calibration due on (B)(6) 2025; and tf1930 s/n (B)(6) with a calibration due date of (B)(6), 2025. Test/inspections were completed by the quality department on (B)(6), 2024. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "discomfort". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (49) total complaints from ((B)(6) 2023) to ((B)(6) 2024) for pn (1067716, 1067717) and events related to (discomfort). Keyword search criteria: (complaint code: medical: other) the search could not be specified further because the main complaint was discomfort. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales representative that the patient has headaches, upset stomach and dizziness while using the unit. The doctor advised the patient to discontinue use. The patient stated that she used the unit 24/7 successfully for about 1 week and then she started getting a metal taste in her mouth, her throat felt blocked and she had a upset stomach and headache which worsened over next few days. She tried to reach out to her sale representative, (B)(6) but she was on a vacation. She called in customer service and spoke to someone at the office (called number in her bag) and they advised her to take a break from the treatment and then treat for 3hours per day. She did that for next 4 days and her symptoms returned. About this time she had her 3 week check up with her surgeon. The surgeon advised her to discontinue the treatments. The patient advised that she cannot define the pain level to her discomfort. She also noted that when she turned the unit off the symptoms did not fade away for a few days. The patient will return the entire unit with the label provided. No further consequences were reported.

Manufacturer narrative:
The device has been returned to highridge medical for evaluation however, the evaluation has not begun yet. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.